Event description:
Procedure type: lobectomy. According to the reporter: before opening the package, a nurse visually confirmed there was no abnormality on the sleeve. During the procedure, it was noticed the distal end of the sleeve was broken and missing. The broken piece was not found and possibly fell into cavity. Using a new one, the procedure was completed. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).